Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted for use in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. It was reported that a 22 french sheath was used during the procedure. After the device was inserted into the patient, the fluoroscopy c-arm broke down. The device was left in the patient for 20 minutes as the c-arm was repaired. When the physician attempted to deploy the device, the slide ring separated from the graft cover. The physician cut the device and unsuccessfully attempted to deploy the device. The device was removed from the patient and a different device was used to complete the procedure without difficulty. No clinical sequelae were reported, and the patient is reported to be fine. The device has been received by medtronic ave. And its analysis is pending.

Event description:
Analysis of the returned device has been completed. No kinks or bend were noted on the catheter, and the graft cover was broken and the molder slider. The device cold not be deployed in the lab due to the presence of dried blood. The device was disasembled, and no stent impressions were noted on the inner diameter of the graft cover, and the device appeared to have been properly loaded. Deployment force testing on mfg samples indicate that the increase in deployment force after extended exposure to body temperature was not sufficient to cause deployment failure. The cause of the deployment failure in vivo cannot be determined. This changes the conclusion to the complaint.